Event description:
Boston scientific neurovascular became aware of an event in which when the subject device was pulled, the tip stayed inside of the pt. Attempted to snare the tip unsuccessfully. No complications were reported to have occurred with the pt as a result of this event.